Event description:
Customer reported that the insulin pump was cracked where the battery compartment screws in. Blood glucose level was 119 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Pump failed displacement test.